Event description:
The user facility discovered a lump on the patients chin area immediately after the thermage flx face and neck treatment. The patient felt swelling with pain, and doctor prescribed celebrex cap 200mg for the patient. The incident occurred at 600 reps and the highest energy level used was 6.0 on the face, 5. On submental area, all on low vibration. Additional information: the clinic arranged a 2nd follow up consultation for the patient. Doctor suggests it's a lymph node, the clinic took photographs on the lump with marked the size and location. No prescription on (B)(6). Doctors suggested to see the patient in 3-4 weeks to check if the lump reduces in size, if size reduces at next visit the patient will remain under observation until it subsides. If size does not reduce an ultrasound of the lump will be arranged.

Manufacturer narrative:
Evaluation complete: received p/n#p009940-01. Lot#101117, (B)(4). Mfg date 10/11/2017 8:49:24 am. First use on (B)(6) 2017 5:06:28 am. Reps left 0. Tip passed leak, thermistor testing. Tip failed visual test due to a scratch on tip surface. No functional test was performed due to no tip reps remaining.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Final test verification specifications are acceptable. No non-conformity or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4).